Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hyperglycemic event and a continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2014. Patient felt nauseous and called doctor to inquire about inaccurate readings. Patient started vomiting and patient's husband drove her to the hospital. Nurse administered potassium, magnesium, and insulin via intravenous drip. Patient spent 5 days in the hospital.

Manufacturer narrative:
(B)(4).